Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked tank cover and enclosure, outdated pcb, power switch, and front cover, and wear and tear damaged line cord. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on, confirming the reported customer complaint. Pcb was outdated and faulty, causing the temperature to fluctuate. The problem source has been determined to be unknown.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-90 had an issue with the main control board not able to control temperature. There was no patient involved.